Event description:
The implanting surgeon indicated that non-absorbable suture was used when the generator was implanted.

Manufacturer narrative:
(B)(4)

Event description:
Clinic notes dated (B)(6) 2016 note that the patient's seizure activity has increased over the past two months. It was reported that during this time she has had problems with her device. It was noted that the frequency of the seizures are unknown, but have increased according to patient report. It was reported that the patient had 5 seizures over the weekend. Use of the vns magnet stopped the seizures. It was also noted that the patient's generator is moving and popping out of place. The patient reported that she sometimes has to move it back to where was which is causing pain when she moves her left arm. The patient also reported that when she moves the generator it will come on by itself. The physician adjusted device settings and referred the patient for generator replacement and pocket revision. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.

Event description:
It was reported that the patient underwent generator replacement and pocket revision. The explanted generator is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Corrected data: "the physician reported that there was no patient manipulation or trauma that occurred that is believed to have caused or contributed to the migration and erratic stimulation. The physician believes the increase in seizures is related to the patient's anxiety and not vns. The increase was not above the patient's pre-vns baseline frequency. There was no programming changes, medication changes, or other external factors that contributed to the onset of the increase in seizures." This information was inadvertently left off of the previous supplemental MFR. Report #01.

Event description:
The physician reported that there was no patient manipulation or trauma that occurred that is believed to have caused or contributed to the migration and erratic stimulation. The physician believes the increase in seizures is related to the patient's anxiety and not vns. The increase was not above the patient's pre-vns baseline frequency. There was no programming changes, medication changes, or other external factors that contributed to the onset of the increase in seizures. The explanting facility reported that the explanted generator was discarded; therefore, no analysis can be performed.